Event description:
A beckman coulter inc (bec) (B)(4) representative reported receiving a damaged a bottle of lh700 series retic pak which leaked and exposed the remaining bottle to the liquid. The event was discovered at the receiving inspection during the visual check. The employees wore personal protective equipment (ppe) when handling the reagent. The reagent was stored in quarantine and identified as non-conformant. No injuries occurred and medical attention was not sought. No report of exposure to mucous membranes or open wounds. No death, injury or change to patient treatment attributed or associated to this complaint. Service was not dispatched for this event. Root cause is unknown.

Manufacturer narrative:
(B)(4).